Event description:
This is 1 of 2 reports linked to mfg report number: a facility reported a microsensor was implanted with no issues in a (B)(6) male patient on (B)(6), 2021. The patient was then transferred to the ICU and the microsensor could not be reconnected successfully. The microsensor was retrieved on (B)(6), 2021. The patient is in stable condition.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (ID (B)(4)) was returned for evaluation. Device history record (DHR) - lot 5069179 (sn (B)(6)) met specifications when released failure analysis - based on the analysis and investigation, the issue of the complaint was not confirmed. The catheter received in loops held by adhesive tape. The icp express passed with reading 545. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.

Event description:
N/a.